Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, there was lens deformation. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.11. On initial MDR the product code of (B)(4) was an error, hence removed. The manufacturer internal reference number is: (B)(4).